Manufacturer narrative:
(B)(4). Batch #: u5d35d. (B)(4). Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one ecr60g reload was returned fully fired whit 8 double drivers missing, making the reload non-functional. In addition, the reload pan was noted to be partially dislodged from the proximal side. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the reload pan to dislodge. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that after the second use of the reload, at the load of a reload, it was impossible to push the reload fully in the staple. It was first attempted by the instrumentalist, then, the surgeon performed a second attempt. First, the surgeon requested to change the reload: the issue still remained. Then, the echelon flex 60 was changed: the reload was inserted in this new device with success. At the removal of the reload, it was observed on the previous reload that the metallic part placed in the back of the reload stayed stuck in the first echelon flex 60 device. No patient consequence.